Manufacturer narrative:
Analysis of the log files from the AED showed that the battery pack had multiple service code warnings which contributed to the battery pack depletion. The customer's failure to promptly address red asi warnings reduced battery life expectancy; the maintenance schedule is not known. The customer was advised to remove the battery from service; it will not be returned for further evaluation. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED will not power on -battery fully depleted. The reported event did not occur during patient use.